Manufacturer narrative:
Insulin pump received with bleeding lcd glass. No cracks at lcd glass or display window noted. Insulin pump received with cracked case at display window corner, battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer dropped the insulin pump on the ground. Customer stated that they were on a bicycle tour and fell onto the pump. The display was cracked and showed black parts/partial display. The anomaly persisted after a battery change. Customer will return insulin pump for analysis.